Event description:
It was reported the pt underwent surgical intervention to explant his scs system. Follow-up identified the reason for explant was attributed to ineffective right leg stimulation and unintended left leg stimulation. The pt stated the scs system never worked for his relief.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.